Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt line during treatment. Pt was in the last fill of treatment when the pt line broke at the connection port. Pt had no ill effects. Sample was discarded by the pt; sample is not available.